Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pressure') and vaginal haemorrhage ('vaginal bleeding / bleeding') in an adult female patient who had essure (ess205) (batch no. 624480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankle swelling, swelling face, dyspnea, fatigue, vomiting, itching, headache, difficulty breathing, low back pain, pain in hip, menorrhagia, dysfunctional uterine bleeding, fibroids and paratubal cyst. Concurrent conditions included retroverted uterus. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (ablation and robotic - assisted laparoscopy total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, urinary tract disorder and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: complete occlusion of the fallopian tubes bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pressure') and vaginal haemorrhage ('vaginal bleeding/bleeding') in an adult female patient who had essure (ess205) (batch no. 624480) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankle swelling, swelling face, dyspnea, fatigue, vomiting, itching, headache, difficulty breathing, low back pain, pain in hip, menorrhagia, dysfunctional uterine bleeding, fibroids and paratubal cyst. Concurrent conditions included retroverted uterus. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (ablation and robotic - assisted laparoscopy total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, urinary tract disorder and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: complete occlusion of the fallopian tubes bilaterally. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.